Event description:
Information was received from a friend/family member of a patient implanted with a neurostimulator (ins) for parkinson¿s dual and movement disorders. A faulty battery was reported. It was reported that during a battery change, the surgeon had difficulty inserting the extension into the new ins. It was reported that once the extension was inserted, all impedances were greater than 40,000 ohms. Impedances were rechecked several times at 3.0 volts. It was reported that an external neurostimulator (ens) was attached and normal impedances were measured on the extension with alligator clamps. Impedances were tested again with the ins and were all high. It was reported that another new ins was used and impedances were normal at 0.7 volts. The issue is considered resolved at this time. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from a manufacturer representative, no new information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins (serial # (B)(4)) found no anomalies. Additional analysis notes: product analysis (B)(4): analysis information -- 2017-04-21 13:29:07 cst pli# 10 product ID# 37601. The returned {device} passed all {functional} testing in the laboratory. No anomalies were identified. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Due to the reported complaint, a lead insertion test was performed on the ins. Insertion and withdrawal was performed 3 times with a dry lead, and found to be within specifications.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) reiterated that during battery replacement, the surgeon had difficulty inserting the extension. As a result all impedances were high.